Event description:
It was reported that during a lap colon procedure the device fired an incomplete staple line. The site used a similar device to complete the case with no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.